Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding") and fatigue ("fatigue"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus) / migration of essure device location: right coil, left coil"), fallopian tube perforation ("perforation (fallopian tube(s) /migration of essure device location: right coil, left coil") and abdominal pain ("abdominal pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone pill and oral contraceptive nos. Concurrent conditions included overweight. Concomitant products included levonorgestrel (mirena) for birth control and menstrual flow excessive. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced fatigue ("fatigue"), depression ("depression") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological conditions or problems"), pelvic pain ("pain"), feeling abnormal ("brain fig") and uterine polyp ("endometrial polyps") and was found to have uterine leiomyoma ("increased fibroids"). The patient was treated with surgery (polypectomy and essure removal, polypectomy and underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, fatigue, nervous system disorder, weight increased, feeling abnormal, depression, uterine leiomyoma, uterine polyp and amnesia outcome was unknown and the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, amnesia, depression, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, nervous system disorder, pelvic pain, uterine leiomyoma, uterine perforation, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: device in place.; on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received. Events: memory loss were added.event outcome were update:pain, bleeding, dysmenorrhea .historical drugs , lab data were added. Fu 2 and 3 process together. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))") and abdominal pain ("abdominal pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) for birth control and menstrual flow excessive. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), fatigue ("fatigue"), menorrhagia ("menorrhagia"), nervous system disorder ("neurological conditions or problems"), pelvic pain ("pain"), weight increased ("weight gain"), feeling abnormal ("brain fog"), depression ("depression"), uterine leiomyoma ("increased fibroids") and uterine polyp ("endometrial polyps"). The patient was treated with surgery (polypectomy and essure removal), surgery (polypectomy and essure removal) and surgery (underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain, dysmenorrhoea, vaginal haemorrhage, fatigue, menorrhagia, nervous system disorder, pelvic pain, weight increased, feeling abnormal, depression, uterine leiomyoma and uterine polyp outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, nervous system disorder, pelvic pain, uterine leiomyoma, uterine perforation, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: pfs received: new events menorrhagia, neurological conditions or problems, pain, perforation (fallopian tube(s)), perforation (uterus), weight gain, brain fog, depression, increased fibroids, endometrial polyps were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.